Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer reported that the sensor glucose value that triggered the suspend on low or suspend before low event was below 40 mg/dl and low limit in sensor settings was 70 mg/dl and blood glucose associated with the triggered suspend event was 130 mg/dl. The sensor will not be returned for analysis.